Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the inner liner. There is a kink to the sheath 2.5cm from the strain relief. The sheath is flattened 59cm from the strain relief and at the marker band. The inner liner is separated from the handle. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break and removal difficulties occurred. The patient presented with common bile duct cancer. The target lesion was located in the common bile duct. A 8 x 80 x 75 epic stent was advanced and deployed for treatment. During withdrawal of the stent delivery system, it was not smooth to remove it and the shaft broke upon pulling the device out. The whole stent delivery system was removed and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft break and removal difficulties occurred. The patient presented with common bile duct cancer. The target lesion was located in the common bile duct. A 8 x 80 x 75 epic stent was advanced and deployed for treatment. During withdrawal of the stent delivery system, it was not smooth to remove it and the shaft broke upon pulling the device out. The whole stent delivery system was removed and the procedure was completed. No patient complications nor injuries were reported.